Event description:
It was reported that a patient underwent a laparoscopic incisional hernia repair on (B)(6) 2012 and straps were used to fixate the mesh. The patient was discharged home on (B)(6) 2012. The patient was readmitted to the hospital on (B)(6) 2012, showing symptoms of a small bowel obstruction with vomiting. A laparoscopic procedure was performed on (B)(6) 2012 and the surgeon discovered swollen loops of small bowel that looked as if it may be due to some sort of inflammatory reaction. The patient then got better on their own with no additional treatment.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01160. The same patient is represented in each medwatch.